Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during low voltage (lv) cap confirm tests, far r-wave oversensing lead to inappropriate auto-mode switch (ams) was observed. The asymptomatic patient will continue to be monitored.